Event description:
The physician removed and replaced the multifocal intraocular lens (iol) without complication, due to the patient's intolerance of the glare and halos she experienced. Lens was implanted during a refractive procedure.

Event description:
It was reported the iol was removed and replaced without complication due to the improper lens power implanted initially. No patient issues.

Manufacturer narrative:
The iol was received, and is currently undergoing analysis at the manufacturing site. The iol met all specifications prior to release.

Manufacturer narrative:
Analysis of the returned intraocular lens confirmed the diopter is correct as labeled. Our investigation did not reveal any causative factor in the manufacturing process related to the nature of this complaint and the cause remains unknown.